Event description:
The reporter stated that the surgeon was advancing a single piece silicone lens model aa4204vf in the injector and the lens came out of the injector prematurely. There was no pt contact or injury.

Manufacturer narrative:
A visual evaluation of the returned product shows the lens has no visible damage. Clear surgical residue on the lens. Conclusions: - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.